Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. D4: batch # v94e9v. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er420 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining three clips were ejected due to the condition of the jaws. Finally, the instrument was locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications before shipment. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier isn't working well (clip malformation). It is unknown how the procedure was completed. There was no patient consequence.